Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, stent damage post deployment occurred. The patient arrived at cathlab in acute coronary syndrome and at the first angiography he presented a critical stenosis. Access was obtained via radial artery. The unspecified stenosed target lesion was a de novo and eccentric lesion located in the mildly calcified and severely tortuous proximal segment of the left anterior descending artery with a lesion length of 50mm and a vessel diameter of 4mm. An unspecified promus element everolimus-eluting coronary stent system was implanted into the target vessel. The physician then post dilated the proximal part of the stent with a non compliant balloon and after which the physician noticed at the angio a clear image with a significant change of the stent length. After that, he tried to dilate again the deformed proximal edge of the stent, using many balloons of different diameters, he was not able to cross the stent with a big balloon and he had to start with a 1.25 semi compliant balloon. At the end, there was a good angiographic result. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.